Event description:
Rec'd report of pt complaining of chest pain at the end of the treatment. Pt transported to hosp where hemolysis was confirmed. Pt had high potassium levels and was dialyzed in the hosp to decrease the level. The third use reuse arterial line is available for analysis. User facility report coded as kink for device code. Await follow-up with facility regarding treatment sheet etc. Phoned and left message on 12-06-99. Treatment information received. Venous pressure 80 dropped to 20 during treatment with a "bfr" of 400cc/min. Facility informed the co that there was a loose pin in the pump of the machine.